Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump displayed "low battery" alarm. It was reported that the customer operated the pump with major manufacturer's new batteries; however, two days later the pump displayed "low battery" alarm. No reported patient injury. No reported adverse effects.